Event description:
It was reported a discoloration of the prosthesis. The packaging was not opened. No additional info could be obtained from the hospital at the time of this report.

Manufacturer narrative:
A review of the device history records, including (B)(4) coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. A retention sample coated on the same day and under the same conditions as the complaint device underwent visual inspection. This inspection indicated a coloration of the prosthesis well within product specifications. The evaluation is on going. A follow-up report will be submitted after completion of the investigation.